Manufacturer narrative:
Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Medwatch report stated: "while setting up for drip change, channel alarmed disconnected and shut off. Channel infusing heparin." There was no report of patient harm or medical intervention. Although requested, no additional information was provided.